Event description:
It was reported that the ventilator stopped working. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the information provided by the technician, power was interrupted and the device does not work on battery. Power for the device was restored. It was confirmed that the battery was expired and does not worked. The batteries condition and capacity are verified during the pre-use check and also continuously during operation of the unit. No further function checks of the batteries are required. Typical recharge time approximately 3 h (100 %) or up to 12 hours if battery is completely discharged. The system software will monitor remaining life time. According to the manufacturer¿s specification the he battery life time is 2.5 years from manufacture date. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to exceeded expiration date of battery module.